Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pen had a lead screw anomaly. Customer stated insulin pen was stuck where the dose is dialed. No harm requiring medical intervention was reported. The insulin pen pump will be returned for analysis.